Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational and translational cables. Parts replaced that were unrelated to the customer complaint were the port shaft, safety latch, rear rotation knob and the top frame. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the customer that an unknown error occurred during a breast biopsy procedure. The green cable was held in manually to complete the case. One unit is being returned for repair.